Manufacturer narrative:
Quality-safety evaluation of received on 15-nov-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this report was initially received from company internet site referring to a female who had essure (fallopian tube occlusion insert) inserted for contraception. She experienced heavy bleeding for a month (seen as procedural bleeding) and had a hysterectomy because of problems with essure. Consumer had essure inserted for 5 years. Consumer asked why she had lupus now (at time of reporting). Upon follow-up information, this case became legal. Hysterectomy and procedural bleeding are listed in the reference safety information for essure while lupus is unlisted. Bleeding may occur during any transcervical procedure and thus, causality between this event and essure insertion procedure was assessed as related. Based on the information received for this single case, it cannot be excluded that hysterectomy occurred as a consequence of device problems. Therefore, a causal relationship with suspect insert cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, with regards to lupus, based on its etiology/pathophysiology, a causal relationship with suspect insert can be excluded. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of wire embedded in the isthmus of each fallopian tube in the myometrium'), embedded device ('there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium.'), pelvic pain ('my pain was all the right side/pain/severe and persistent pelvic pain'), systemic lupus erythematosus ('lupus now (feb)') and post procedural haemorrhage ('heavy bleeding for a month after essure insertion') in a 40-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections ((B)(6) 1991 (daughter stopped breathing)and (B)(6) 2001), early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. On (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonal from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included pelvic adhesions since (B)(6) 2013, body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol;levonorgestrel (seasonal), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and headache ("headache"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes (periods stop)") and experienced amenorrhoea ("hormonal changes (periods stop)"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome/flaring right now with the raynaud's.") With feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("procedure extremely painful") and pain in extremity ("hands are killing") and was found to have weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, weight increased, headache and pain in extremity outcome was unknown, the systemic lupus erythematosus, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia and abdominal pain had not resolved and the raynaud's phenomenon was resolving. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, device breakage, dry eye, embedded device, fibromyalgia, headache, hormone level abnormal, hypersensitivity, influenza like illness, migraine, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth. Previously reported: (B)(6) 1974. Current follow up reported as: (B)(6) 1974. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in (B)(6) 2010: results: everything was blocked. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound pelvis - on an unknown date: results: isoechoic rounded structure in right ovary, uterus. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and raynaud's with symptom of hot or cold,so far autoimmune are getting under control and I¿m slowly losing it quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: content from social media , new reporter added. Outcome of raynaud's phenomenon was updated as recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-(B)(4)) on 26-feb-2014. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of wire embedded in the isthmus of each fallopian tube in the myometrium'), embedded device ('there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium.'), pelvic pain ('my pain was all the right side/pain/severe and persistent pelvic pain'), systemic lupus erythematosus ('lupus now (feb)') and post procedural haemorrhage ('heavy bleeding for a month after essure insertion') in a 40-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections (08-nov-1991 (daughter stopped breathing)and (B)(6) 2001), early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. On (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included pelvic adhesions since (B)(6) 2013, body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol;levonorgestrel (seasonale), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and headache ("headache"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes (periods stop)") and experienced amenorrhoea ("hormonal changes (periods stop)"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome/flaring right now with the raynaud's.") With feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("procedure extremely painful"), pain in extremity ("hands are killing"), food craving ("craves different food") and sexual dysfunction ("sexual issues") and was found to have weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, weight increased, headache, pain in extremity, food craving and sexual dysfunction outcome was unknown, the systemic lupus erythematosus, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia and abdominal pain had not resolved and the raynaud's phenomenon was resolving. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, device breakage, dry eye, embedded device, fibromyalgia, food craving, headache, hormone level abnormal, hypersensitivity, influenza like illness, migraine, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, sexual dysfunction, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth. Previously reported: (B)(6) 1974. Current follow up reported as: 21dec1974. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in (B)(6) 2010: results: everything was blocked. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound pelvis - on an unknown date: results: isoechoic rounded structure in right ovary, uterus. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and raynaud's with symptom of hot or cold,so far autoimmune are getting under control and I¿m slowly losing it. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: merger of information from duplicate cases (B)(4). Reference information, source documents and reporters were transferred from all the duplicate cases. In addition, event "food craving" and reporter information -FDA was transferred from the duplicate case (B)(4). Event "sexual dysfunction" was transferred from the duplicate case (B)(4). Legacy device report num (2951250-2015-00799) from duplicate case (B)(4), legacy device report num (2951250-2019-12815) from duplicate case (B)(4), legacy device report num (2951250-2019-12125) from duplicate case (B)(4), legacy device report num (2951250-2019-14094) from duplicate case (B)(4),legacy device report num (2951250-2019-13677) from duplicate case (B)(4). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of wire embedded in the isthmus of each fallopian tube in the myometrium'), embedded device ('there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium.') And pelvic pain ('my pain was all the right side/pain/severe and persistent pelvic pain') in a 40-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections ((B)(6) 1991 (daughter stopped breathing)and (B)(6) 2001), early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. On (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included pelvic adhesions since (B)(6) 2013, body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol;levonorgestrel (seasonale), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and headache ("headache"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes (periods stop)") and experienced amenorrhoea ("hormonal changes (periods stop)"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus ("lupus now (feb)") with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome/flaring right now with the raynaud's.") With feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("heavy bleeding for a month after essure insertion"), procedural pain ("procedure extremely painful"), pain in extremity ("hands are killing"), food craving ("craves different food"), female sexual dysfunction ("sexual issues"), libido decreased ("I have min back and I'm almost 4 week out"), vaginal cuff dehiscence ("have v cuff"), systemic lupus erythematosus rash ("lupus nose lesion"), joint swelling ("swollen joint"), autoimmune disorder ("autoimmune issues"), bloating ("bloating"), feeling of fullness in abdomen ("feeling of fullness in stomach") and coeliac disease ("cellac") and was found to have weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, da vinci hysterectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy, da vinci hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, weight increased, pain in extremity, food craving, female sexual dysfunction, vaginal cuff dehiscence, systemic lupus erythematosus rash, bloating and feeling of fullness in abdomen outcome was unknown, the systemic lupus erythematosus, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia, abdominal pain, headache and coeliac disease had not resolved, the raynaud's phenomenon was resolving and the libido decreased had resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, autoimmune disorder, bloating, coeliac disease, device breakage, dry eye, embedded device, female sexual dysfunction, fibromyalgia, food craving, headache, hormone level abnormal, hypersensitivity, influenza like illness, joint swelling, libido decreased, migraine, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, systemic lupus erythematosus rash, vaginal cuff dehiscence, vaginal discharge, visual impairment, weight increased and feeling of fullness in abdomen to be related to essure. The reporter commented: discrepancy noted in date of birth. Previously reported: (B)(6) 1974. Current follow up reported as: (B)(6) 1974. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in (B)(6) 2010: results: everything was blocked. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound pelvis - on an unknown date: results: isoechoic rounded structure in right ovary, uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review it was confirmed that this report refers to patient of record # (B)(4) (medwatch 3500a MFR number 2951250-2020-06795) which will be deleted from bayer safety database after file (no new information) was transferred to this record # (B)(4) which will be retained. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of wire embedded in the isthmus of each fallopian tube in the myometrium'), embedded device ('there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium.') And pelvic pain ('my pain was all the right side/pain/severe and persistent pelvic pain') in a 40-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections (08-nov-1991 (daughter stopped breathing)and (B)(6) 2001), early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. On (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included pelvic adhesions since (B)(6) 2013, body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol;levonorgestrel (seasonale), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and headache ("headache"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes (periods stop)") and experienced amenorrhoea ("hormonal changes (periods stop)"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus ("lupus now (feb)") with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome/flaring right now with the raynaud's.") With feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("heavy bleeding for a month after essure insertion"), procedural pain ("procedure extremely painful"), pain in extremity ("hands are killing"), food craving ("craves different food"), female sexual dysfunction ("sexual issues"), libido decreased ("I have min back and I'm almost 4 week out"), vaginal cuff dehiscence ("have v cuff"), systemic lupus erythematosus rash ("lupus nose lesion "), joint swelling ("swollen joint") and autoimmune disorder ("autoimmune issues") and was found to have weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, weight increased, pain in extremity, food craving, female sexual dysfunction, vaginal cuff dehiscence and systemic lupus erythematosus rash outcome was unknown, the systemic lupus erythematosus, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia, abdominal pain and headache had not resolved, the raynaud's phenomenon was resolving and the libido decreased had resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, autoimmune disorder, device breakage, dry eye, embedded device, female sexual dysfunction, fibromyalgia, food craving, headache, hormone level abnormal, hypersensitivity, influenza like illness, joint swelling, libido decreased, migraine, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, systemic lupus erythematosus rash, vaginal cuff dehiscence, vaginal discharge, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in date of birth. Previously reported: (B)(6) 1974. Current follow up reported as: (B)(6) 1974. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in (B)(6) 2010: results: everything was blocked. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound pelvis - on an unknown date: results: isoechoic rounded structure in right ovary, uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event autoimmune issues was added. Reporter information was added. On 23-mar-2020: social media pfs received: no new information received. On 23-mar-2020: social media content received: reporter added. Fu 29, 30, 31 and 32 processed together. On 23-mar-2020: social media content received: no new information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of wire embedded in the isthmus of each fallopian tube in the myometrium'), embedded device ('there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium.') And pelvic pain ('my pain was all the right side/pain/severe and persistent pelvic pain') in a 40-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections ((B)(6) 1991 (daughter stopped breathing)and (B)(6) 2001), early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. On (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included pelvic adhesions since (B)(6) 2013, body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol;levonorgestrel (seasonale), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and headache ("headache"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes (periods stop)") and experienced amenorrhoea ("hormonal changes (periods stop)"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus ("lupus now ((B)(6))") with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome/flaring right now with the raynaud's.") With feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("heavy bleeding for a month after essure insertion"), procedural pain ("procedure extremely painful"), pain in extremity ("hands are killing"), food craving ("craves different food"), female sexual dysfunction ("sexual issues"), libido decreased ("I have min back and I'm almost 4 week out"), vaginal cuff dehiscence ("have v cuff"), systemic lupus erythematosus rash ("lupus nose lesion "), joint swelling ("swollen joint") and autoimmune disorder ("autoimmune issues") and was found to have weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, weight increased, pain in extremity, food craving, female sexual dysfunction, vaginal cuff dehiscence and systemic lupus erythematosus rash outcome was unknown, the systemic lupus erythematosus, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia, abdominal pain and headache had not resolved, the raynaud's phenomenon was resolving and the libido decreased had resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, autoimmune disorder, device breakage, dry eye, embedded device, female sexual dysfunction, fibromyalgia, food craving, headache, hormone level abnormal, hypersensitivity, influenza like illness, joint swelling, libido decreased, migraine, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, systemic lupus erythematosus rash, vaginal cuff dehiscence, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth. Previously reported: (B)(6) 1974. Current follow up reported as: (B)(6) 1974. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in (B)(6) 2010: results: everything was blocked. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound pelvis - on an unknown date: results: isoechoic rounded structure in right ovary, uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Outcome of event headache updated. On 23-mar-2020: social media received- new event autoimmune issues was added. Reporter information was added. On 23-mar-2020: social media pfs received: no new information received. On 23-mar-2020: social media content received: reporter added. Fu 29, 30, 31 and 32 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-(B)(4)) on 26-feb-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of wire embedded in the isthmus of each fallopian tube in the myometrium'), embedded device ('there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium.'), pelvic pain ('my pain was all the right side/pain/severe and persistent pelvic pain') and post procedural haemorrhage ('heavy bleeding for a month after essure insertion') in a 40-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections ((B)(6) 1991 (daughter stopped breathing) and (B)(6) 2001), early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. On (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included pelvic adhesions since (B)(6) 2013, body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol;levonorgestrel (seasonale), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)", visual impairment ("vision/eye problems (dry eyes)") and headache ("headache"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes (periods stop)") and experienced amenorrhoea ("hormonal changes (periods stop)"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus ("lupus now (feb)") with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome/flaring right now with the raynaud's.") With feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("procedure extremely painful"), pain in extremity ("hands are killing"), food craving ("craves different food"), female sexual dysfunction ("sexual issues"), libido decreased ("I have min back and I'm almost 4 week out"), vaginal cuff dehiscence ("have v cuff"), nasal herpes ("lupus nose lesion ") and joint swelling ("swollen joint") and was found to have weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, weight increased, headache, pain in extremity, food craving, female sexual dysfunction, vaginal cuff dehiscence and nasal herpes outcome was unknown, the systemic lupus erythematosus, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia and abdominal pain had not resolved, the raynaud's phenomenon was resolving and the libido decreased had resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, device breakage, dry eye, embedded device, female sexual dysfunction, fibromyalgia, food craving, headache, hormone level abnormal, hypersensitivity, influenza like illness, joint swelling, libido decreased, migraine, nasal herpes, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, vaginal cuff dehiscence, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth. Previously reported: (B)(6) 1974. Current follow up reported as: (B)(6) 1974. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in (B)(6) 2010: results: everything was blocked. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound pelvis - on an unknown date: results: isoechoic rounded structure in right ovary, uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : new reporter and event lupus nose lesion, swollen joint addedfu-up 27 and 28 processed together. On 20-mar-2020: social media : new reporter , fu-up 27 and 28 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 26-feb-2014. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of wire embedded in the isthmus of each fallopian tube in the myometrium'), embedded device ('there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium.'), pelvic pain ('my pain was all the right side/pain/severe and persistent pelvic pain') and post procedural haemorrhage ('heavy bleeding for a month after essure insertion') in a 40-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections ((B)(6) 1991 (daughter stopped breathing)and (B)(6) 2001), early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. On (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included pelvic adhesions since (B)(6) 2013, body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol;levonorgestrel (seasonale), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and headache ("headache"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes (periods stop)") and experienced amenorrhoea ("hormonal changes (periods stop)"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus ("lupus now (feb)") with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome/flaring right now with the raynaud's.") With feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("procedure extremely painful"), pain in extremity ("hands are killing"), food craving ("craves different food"), female sexual dysfunction ("sexual issues"), libido decreased ("I have min back and I'm almost 4 week out") and vaginal cuff dehiscence ("have v cuff") and was found to have weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, weight increased, headache, pain in extremity, food craving, female sexual dysfunction and vaginal cuff dehiscence outcome was unknown, the systemic lupus erythematosus, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia and abdominal pain had not resolved, the raynaud's phenomenon was resolving and the libido decreased had resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, device breakage, dry eye, embedded device, female sexual dysfunction, fibromyalgia, food craving, headache, hormone level abnormal, hypersensitivity, influenza like illness, libido decreased, migraine, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, vaginal cuff dehiscence, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth. Previously reported: (B)(6) 1974. Current follow up reported as:(B)(6) 1974. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in (B)(6) 2010: results: everything was blocked. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound pelvis - on an unknown date: results: isoechoic rounded structure in right ovary, uterus. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and raynaud's with symptom of hot or cold,so far autoimmune are getting under control and I¿m slowly losing it concerning the injuries reported in this case, the following one was reported via social media: libido decreased, vaginal cuff dehiscence. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event I have min back and I'm almost 4 week out, have v cuff were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0016) on 26-feb-2014. The most recent information was received on 28-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of wire embedded in the isthmus of each fallopian tube in the myometrium'), embedded device ('there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium.') And pelvic pain ('my pain was all the right side/pain/severe and persistent pelvic pain') in a 40-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections (B)(6) 1991 daughter stopped breathing and (B)(6) 2001, early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. On (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included pelvic adhesions since (B)(6) 2013, body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol;levonorgestrel (seasonale), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems dry eyes"), visual impairment ("vision/eye problems dry eyes") and headache ("headache"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes periods stop") and experienced amenorrhoea ("hormonal changes periods stop"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus lupus now (B)(6) with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome/flaring right now with the raynaud's.") With feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("heavy bleeding for a month after essure insertion"), procedural pain ("procedure extremely painful"), pain in extremity ("hands are killing"), food craving ("craves different food"), female sexual dysfunction ("sexual issues"), libido decreased ("I have min back and I'm almost 4 week out"), vaginal cuff dehiscence ("have v cuff"), systemic lupus erythematosus rash ("lupus nose lesion"), joint swelling ("swollen joint"), autoimmune disorder ("autoimmune issues"), bloating ("bloating"), feeling of fullness in abdomen ("feeling of fullness in stomach") and coeliac disease ("cellac") and was found to have weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, da vinci hysterectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy, da vinci hysterectomy). Essure was removed on 14-nov-2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, weight increased, pain in extremity, food craving, female sexual dysfunction, vaginal cuff dehiscence, systemic lupus erythematosus rash, bloating and feeling of fullness in abdomen outcome was unknown, the systemic lupus erythematosus, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia, abdominal pain, headache and coeliac disease had not resolved, the raynaud's phenomenon was resolving and the libido decreased had resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, autoimmune disorder, bloating, coeliac disease, device breakage, dry eye, embedded device, female sexual dysfunction, fibromyalgia, food craving, headache, hormone level abnormal, hypersensitivity, influenza like illness, joint swelling, libido decreased, migraine, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, systemic lupus erythematosus rash, vaginal cuff dehiscence, vaginal discharge, visual impairment, weight increased and feeling of fullness in abdomen to be related to essure. The reporter commented: discrepancy noted in date of birth. Previously reported: (B)(6) 1974 current follow up reported as:21dec1974 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in (B)(6) 2010: results: everything was blocked. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound pelvis - on an unknown date: results: isoechoic rounded structure in right ovary, uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2020: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy in nov because of problems with essure"), systemic lupus erythematosus ("lupus now ((B)(6))") and post procedural haemorrhage ("heavy bleeding for a month after essure insertion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, procedural pain ("procedure extremely painful"), post procedural haemorrhage (seriousness criterion medically significant), weight increased ("gained nearly 70 pounds") and pelvic pain ("my pain was all the right side"). The patient was treated with surgery. Essure was removed in (B)(6) 2013. At the time of the report, the hysterectomy, procedural pain, post procedural haemorrhage, weight increased and pelvic pain outcome was unknown and the systemic lupus erythematosus had not resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered hysterectomy, pelvic pain, post procedural haemorrhage, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2018: follow up from mr(social media)- reporter information updated, case became medically confirmed and event pelvic pain added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("my pain was all the right side/pain/severe and persistent pelvic pain"), systemic lupus erythematosus ("lupus now ((B)(6))") and post procedural haemorrhage ("heavy bleeding for a month after essure insertion") in a (B)(6) year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, gravida ii, multiple cesarean sections ((B)(6) 1991 (daughter stopped breathing)and (B)(6) 2001) and early menarche. She did not claim that she has experienced unintended pregnancy following her use of essure. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and pelvic adhesions since (B)(6) 2013. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included lisinopril. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and the first episode of weight increased ("weight gain/gained 70 pounds"). In 2011, the patient experienced hormone level abnormal ("hormonal changes (periods stop)"), amenorrhoea ("hormonal changes (periods stop)") and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced rash ("rashes or skin conditions / skin rash") and rosacea ("rashes or skin conditions (rosecea)"). On (B)(6) 2014, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome") with feeling of body temperature change. On (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("procedure extremely painful") and the second episode of weight increased ("gained nearly 70 pounds"). The patient was treated with nsaid's and surgery (total laparoscopic hysterectomy and bilaterally salpingectomiesy done for essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, post procedural haemorrhage, procedural pain and the last episode of weight increased outcome was unknown and the systemic lupus erythematosus, raynaud's phenomenon, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia and abdominal pain had not resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, dry eye, fibromyalgia, hormone level abnormal, hypersensitivity, influenza like illness, migraine, nausea, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, vaginal discharge, visual impairment, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: everything was blocked. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: isoechoic rounded structure in right ovary, uterus on (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and raynaud's with symptom of hot or cold. Most recent follow-up information incorporated above includes: on 1-feb-2018: event hysterectomy updated to pelvic pain and was added as surgery done for pelvic pain. New events added- raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome with symptom hot or cold, allergic or hypersensitivity reaction, low grade fever, flu like symptoms, fatigue, hair loss, hormonal changes (periods stop), hormonal changes (periods stop), migraines/headaches, nausea, rashes or skin conditions (rosecea)/skin rash, vaginal discharge, vision/eye problems (dry eyes), vision/eye problems (dry eyes), weight gain/gained 70 pounds, fibromyalgia and pain-abdominal/ sharp abdominal pains. Historical conditions, concomitant conditions and lab data added. Fup 7 and 8 processsed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("pieces of wire embedded in the isthmus of each fallopian tube in the myometrium"), embedded device ("there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium."), pelvic pain ("my pain was all the right side/pain/severe and persistent pelvic pain"), systemic lupus erythematosus ("lupus now (feb)") and post procedural haemorrhage ("heavy bleeding for a month after essure insertion") in a 40-year-old female patient who had essure (batch no: 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections on (B)(6) 1991 (daughter stopped breathing) and on (B)(6) 2001), early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. On (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance, pelvic adhesions since on (B)(6) 2013 and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol; levonorgestrel (seasonale), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and headache ("headache") and was found to have the first episode of weight increased ("weight gain/gained 70 pounds"). In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes (periods stop)") and experienced amenorrhoea ("hormonal changes (periods stop)"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome") with feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("procedure extremely painful") and was found to have the second episode of weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, the last episode of weight increased and headache outcome was unknown and the systemic lupus erythematosus, raynaud's phenomenon, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia and abdominal pain had not resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, device breakage, dry eye, embedded device, fibromyalgia, headache, hormone level abnormal, hypersensitivity, influenza like illness, migraine, nausea, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, vaginal discharge, visual impairment, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth. Previously reported: on (B)(6) 1974. Current follow up reported as: on (B)(6) 1974. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in january 2010: results: everything was blocked. Pregnancy test urine: on (B)(6) 2011: results: negative. Ultrasound pelvis: on (B)(6) 2011: results: isoechoic rounded structure in right ovary, uterus. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and raynaud's with symptom of hot or cold. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("pieces of wire embedded in the isthmus of each fallopian tube in the myometrium"), embedded device ("there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium."), pelvic pain ("my pain was all the right side/pain/severe and persistent pelvic pain"), systemic lupus erythematosus ("lupus now (feb)") and post procedural haemorrhage ("heavy bleeding for a month after essure insertion") in a 40-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections ((B)(6) 1991 (daughter stopped breathing)and (B)(6) 2001), early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. On (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance, pelvic adhesions since (B)(6) 2013 and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol;levonorgestrel (seasonale), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and headache ("headache") and was found to have the first episode of weight increased ("weight gain/gained 70 pounds"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes (periods stop)") and experienced amenorrhoea ("hormonal changes (periods stop)"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome") with feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("procedure extremely painful") and was found to have the second episode of weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, the last episode of weight increased and headache outcome was unknown and the systemic lupus erythematosus, raynaud's phenomenon, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia and abdominal pain had not resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, device breakage, dry eye, embedded device, fibromyalgia, headache, hormone level abnormal, hypersensitivity, influenza like illness, migraine, nausea, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, vaginal discharge, visual impairment, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth. Previously reported: (B)(6) 1974. Current follow up reported as:(B)(6) 1974 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in (B)(6) 2010: results: everything was blocked. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound pelvis - on (B)(6) 2011: results: isoechoic rounded structure in right ovary, uterus. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and raynaud's with symptom of hot or cold. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-dec-2018: pfs and mr received. Concomitant medication and condition added. Event: pieces of wire embedded in the isthmus of each fallopian tube in the myometrium added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of wire embedded in the isthmus of each fallopian tube in the myometrium'), embedded device ('there are pieces of wire embedded in the isthmus of each fallopian tube in the myometrium.'), pelvic pain ('my pain was all the right side/pain/severe and persistent pelvic pain'), systemic lupus erythematosus ('lupus now (feb)') and post procedural haemorrhage ('heavy bleeding for a month after essure insertion') in a 40-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, multiple cesarean sections (B)(6) 1991 (daughter stopped breathing)and (B)(6) 2001), early menarche and pain in hip. She did not claim that she has experienced unintended pregnancy following her use of essure. *on (B)(6)-2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6)2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included pelvic adhesions since (B)(6) 2013, body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and knee pain. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included amitriptyline, diazepam, ethinylestradiol;levonorgestrel (seasonale), gabapentin, lisinopril, naproxen, omeprazole and tizanidine. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and headache ("headache") and was found to have the first episode of weight increased ("weight gain/gained 70 pounds"). In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes (periods stop)") and experienced amenorrhoea ("hormonal changes (periods stop)"), rash ("rashes or skin conditions / skin rash") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome/flaring right now with the raynaud's.") With feeling of body temperature change and rosacea ("rashes or skin conditions (rosecea)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("procedure extremely painful") and pain in extremity ("hands are killing") and was found to have the second episode of weight increased ("gained nearly 70 pounds"). The patient was treated with nsaids and surgery (robot assisted hysterectomy,bilateral salpingectomy, robotic assisted total hysterectomy and bilaterally salpingectomiesy done for essure removal and robotic assisted total hysterectomy and bilaterally salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic pain, post procedural haemorrhage, procedural pain, the last episode of weight increased, headache and pain in extremity outcome was unknown and the systemic lupus erythematosus, raynaud's phenomenon, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia and abdominal pain had not resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, device breakage, dry eye, embedded device, fibromyalgia, headache, hormone level abnormal, hypersensitivity, influenza like illness, migraine, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, vaginal discharge, visual impairment, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth. Previously reported: 02dec1974 current follow up reported as:21dec1974 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Iatrogenic occlusion of both fallopian tubes.; in january 2010: results: everything was blocked. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound pelvis - on (B)(6)-2011: results: isoechoic rounded structure in right ovary, uterus. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and raynaud's with symptom of hot or cold. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: event: hands are killing was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("my pain was all the right side/pain/severe and persistent pelvic pain"), systemic lupus erythematosus ("lupus now ((B)(6))") and post procedural haemorrhage ("heavy bleeding for a month after essure insertion") in a 39-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, gravida ii, multiple cesarean sections (B)(6) 1991 (daughter stopped breathing)and (B)(6) 2001) and early menarche. She did not claim that she has experienced unintended pregnancy following her use of essure. Previously administered products included for birth control: seasonale from 2002 to 2009; for an unreported indication: relpax, tylenol and maxalt. Past adverse reactions to the above products included hypersensitivity with tylenol; and influenza like illness with relpax. Concurrent conditions included body mass index normal, polymenorrhoea, menstrual migraine, blood pressure high, cellulitis, abscess, dyspareunia, sleep disturbance and pelvic adhesions since (B)(6) 2013. Family history included malignant neoplasm of colon (unspecified family member), malignant neoplasm of ovary (unspecified family member), malignant breast neoplasm (maternal cousin) and hypertensive (younger sister, father). Concomitant products included lisinopril. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems (dry eyes)"), visual impairment ("vision/eye problems (dry eyes)") and the first episode of weight increased ("weight gain/gained 70 pounds"). In 2011, the patient experienced hormone level abnormal ("hormonal changes (periods stop)"), amenorrhoea ("hormonal changes (periods stop)") and abdominal pain ("pain-abdominal/ sharp abdominal pains"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, pyrexia and fatigue, hypersensitivity ("allergic or hypersensitivity reaction"), influenza like illness ("flu like symptoms") and alopecia ("hair loss"). In 2013, the patient experienced rash ("rashes or skin conditions / skin rash") and rosacea ("rashes or skin conditions (rosecea)"). On (B)(6)2014, the patient experienced raynaud's phenomenon ("raynaud's/autoimmune/autoimmune disorder (raynaud's syn fibro)/ autoimmune raynaud's syndrome") with feeling of body temperature change. On (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("procedure extremely painful") and the second episode of weight increased ("gained nearly 70 pounds"). The patient was treated with nsaid's and surgery (total laparoscopic hysterectomy and bilaterally salpingectomiesy done for essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, post procedural haemorrhage, procedural pain and the last episode of weight increased outcome was unknown and the systemic lupus erythematosus, raynaud's phenomenon, hypersensitivity, influenza like illness, alopecia, hormone level abnormal, amenorrhoea, migraine, nausea, rash, rosacea, vaginal discharge, dry eye, visual impairment, fibromyalgia and abdominal pain had not resolved. The reporter provided no causality assessment for systemic lupus erythematosus with essure. The reporter considered abdominal pain, alopecia, amenorrhoea, dry eye, fibromyalgia, hormone level abnormal, hypersensitivity, influenza like illness, migraine, nausea, pelvic pain, post procedural haemorrhage, procedural pain, rash, raynaud's phenomenon, rosacea, vaginal discharge, visual impairment, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: everything was blocked pregnancy test urine - on (B)(6) 2011: negative ultrasound pelvis - on (B)(6) 2011: isoechoic rounded structure in right ovary, uterus on (B)(6) 2012, pelvic ultrasound revealed some findings like echogenic focus was consist with essure device seen near the fundus. The right ovary showed a complex cyst with a small cyst within a cyst overall measuring 1.3 x 2.7 cm with a small internal cyst of about 5 mm size. Conclusion: essure device. 7 mm uterine leiomyoma suspected, possibly in a submucosal location. Complex cyst right ovary 1.7 x 2.7 x 1.3 cm. On (B)(6) 2013, pathology test revealed there are three cylindrical pieces of soft to light red to dark red tissue consistent with fallopian tubes. The longest piece included a fimbriated end and measures 4 cm in length and 4 cm in diameter. It included a small amount of attached adipose tissue. The remaining two pieces measure 1.5 cm and 2.5 cm in length and 0.3 cm in diameter. The longer piece includes a fimbriated end. Findings: examination under anesthesia showed normal female external genitalia without masses or lesions. There were no gross lesions in the vagina or cervix. She had a first-degree cystorectocele. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and raynaud's with symptom of hot or cold. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case report was received from a consumer in the united states on 26-feb-2014 via company internet site. The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008 and reported she had a hysterectomy in (B)(6) because of problems with essure, and asked why she had lupus now (at time of reporting). No information was given on consumer's past drugs, concomitant medication and concurrent conditions. Consumer reported she is a mom. In 2008, the consumer had essure (fallopian tube occlusion insert) inserted. Consumer reported in (B)(6) (2013) she had a hysterectomy because of problems with essure. Consumer asked why she had lupus now (at time of reporting). No further details were reported on consumer's condition. Follow-up 09-may-2014: no further information can be obtained. Follow up 14-jul-2016: legal claim was received from lawyer on behalf of plaintiff. She was implanted on or about (B)(6) 2008. After being implanted with essure, this plaintiff suffered from severe and permanent injuries. Follow-up received on 27-sep-2016: the consumer described the procedure as extremely painful, and experienced heavy bleeding for a month. Not only did she have joint pain, she gained nearly 70 pounds. Company causality comment: this report was initially received from company internet site referring to a female who had essure (fallopian tube occlusion insert) inserted for contraception. She experienced heavy bleeding for a month (seen as procedural bleeding) and had a hysterectomy because of problems with essure. Consumer had essure inserted for 5 years. Consumer asked why she had lupus now (at time of reporting). Upon follow-up information, this case became legal. Hysterectomy and procedural bleeding are listed in the reference safety information for essure while lupus is unlisted. Bleeding may occur during any transcervical procedure and thus, causality between this event and essure insertion procedure was assessed as related. Based on the information received for this single case, it cannot be excluded that hysterectomy occurred as a consequence of device problems. Therefore, a causal relationship with suspect insert cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, with regards to lupus, based on its etiology/pathophysiology, a causal relationship with suspect insert can be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.